Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient's lead was showing impedances that were out of range. As a result, the lead was explanted and replaced on (B)(6) 2019. The explanted lead displayed a fracture. Following the procedure, therapy was restored.

Manufacturer narrative:
The reported event of fracture/high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo at distal end.